Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the reported issue could not be replicated, the system was functioning as intended without any issues. Software was installed and the imaging system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Manufacture date was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was unresponsive after being powered on. They rebooted several times without success. They disconnected the umbilical and tried to reboot without success. There was not a patient present and the surgeon was aware.